Event description:
Iridex became aware of a complaint reporting a patient experiencing post-operative choroidal a month after undergoing a micropulse tlt treatment. The treatment was performed within specifications and no anomalies were observed during the procedure. No additional information has been provided to iridex. Based on the information provided the patient's age or race could possibly be a contributing factor for the post-operative complication. The patient has undergone previous micropulse tlt treatments. Follow-up emails were sent to the doctor, and it has been confirmed that the choroidal resolved with no further complications. Iridex maintains a robust post market surveillance and complaint handling program. A 5-year complaint history review was completed in response to this report. The results of the review indicate that this issue is not part of an increasing trend.

Event description:
Iridex became aware of a complaint reporting a patient experiencing post-operative choroidal a month after undergoing transscleral laser therapy (tlt) using micropulse technology. The treatment was performed within specifications and no anomalies were observed during the procedure. Based on the information provided the patient's age or race could possibly be a contributing factor for the post-operative complication. The patient has undergone previous micropulse tlt treatments. Follow-up emails were sent to the doctor, and it has been confirmed that the choroidal resolved with no further complications. A 5-year complaint history review was completed in response to this report. The results of the review indicate that this issue is not part of an increasing trend.

Manufacturer narrative:
This follow-up report is provided to update the following: 1)part b: b5 -product problem section was updated. Section b7 - updated with additional information. 2) report c: is this a combination product - no. 3) report d: updates to section d8, d9, d4. 4) part h: update to include that this a correction, additional information report 5) part d: updated this section with the UDI number. 6) part e: updates to the initial reporter section with information regarding the complainant. Note: patient age, race was provided and section a is updated with this information.